Manufacturer narrative:
Date rec¿d by MFR : 22jun2019, date of report : 23jul2019. The manufacturer¿s field service engineer (fse) could not confirm the touchscreen failure. The touchscreen was working normally. The manufacturer¿s field service engineer (fse) performed touchscreen calibration, and it passed. The manufacturer¿s field service engineer (fse) replaced the touchscreen as a preventive measure. The unit passed touchscreen calibration, electrical safety, and control test. The unit is ready for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. There was no patient involvement.

Manufacturer narrative:
MFR received date: 30 aug 2019. Failure investigation found the resistance ratio to be out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient involvement.